Event description:
Reporter noted chamber collapse during surgery and a posterior capsule tear in a monophthalmic pt. The surgeon stated he gets chamber fluctuation and that the vacuum pressure decreases steadily. Additional info has been requested.